Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-01383, 0001825034-2018-01384, 0001825034-2018-01386. Concomitant medical products: 195907 vang xp inlk femoral rt 57.5 lot 516580, 195752 vang xp inlk pri tib tray 65 mm lot 963440, 195606 vgxp as tib brg rm/ll 10x67 lot 825180. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the patient had a knee implant and had mentioned some problems walking, washing/dressing, moderate pain, pain during standing up, occasional limping, impossibility to kneel, extreme difficulty walking down stairs, troubled sleep due to pain, and interference with usual activities during her 6 month follow up visit. Attempts have been made and additional information on the reported event is unavailable.